Manufacturer narrative:
Quality assurance (qa) (B)(6) evaluated the device, and was unable to duplicate the reported condition. The device was sent to technical support for further investigation and testing. The investigation is still ongoing. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the achieva plus ventilator generated a strange sound. The ventilator continued to cycle. The patient was removed from the unit, and placed on another ventilator. There was no reported patient injury.